Manufacturer narrative:
The manufacturing date could not be located in the manufacturing database. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds, high impedance, no capture and confirmed fracture on the right ventricular (rv) lead. The patient experienced bradycardia. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.